Manufacturer narrative:
1. Production process review: we reviewed the production records of the affected batch and confirmed no abnormalities occurred during production. An investigation was conducted from the perspectives of man, machine, material, method and environment: 1) man: all production operators were properly trained and certified prior to taking up their posts. No operating errors were found, so this factor can be ruled out. 2) machine: the products are assembled on automatic assembly machines. Daily equipment inspection is implemented. The machines are fitted with air-blowing devices to conduct patency check on each hypodermic needle and automatically reject defective products. Inspectors verify the detection function before each shift, and production will only start after normal function is confirmed. This factor can be ruled out. 3) material: no changes were made to raw materials, so this factor can be ruled out. 4) method: the production process remained unchanged. During and after siliconization, continuous air-blowing is applied to the needle tubing to prevent clogging caused by silicone oil. This factor can be ruled out. 5) environment: the products are assembled and manufactured in a clean workshop. This factor can be ruled out. 2. Retained sample testing: ten retained hypodermic needles (batch no.: ckde07-01, specification: 25g*1 1/2" (0.5mm*38mm)) were sampled for testing, with results as follows: visual inspection: the needle tube is straight and sharp. All components are intact with no foreign matter present. Five samples were tested for lumen patency in accordance with iso 7864:2016, and all test results met the requirements. Another five samples were subjected to simulated clinical aspiration and injection tests. All samples were unobstructed with no clogging observed. 3. Root cause analysis: based on the above investigation and limited information provided by the customer, we put forward the following preliminary analysis on potential causes: clinicians may directly puncture medicine vials with the hypodermic needle for drug extraction. Rubber stopper debris may enter the needle lumen during puncture and cause clogging. The issue may be related to the use of high-concentration steroids, suspensions or oleaginous preparations. Such drugs feature high viscosity. If suspensions are not fully mixed, undissolved particles are likely to block the needle and stop the liquid flow. Since the defective clogged needle was not returned to us, we cannot identify the exact cause of clogging. The above analysis is only our preliminary judgment.

Event description:
Customer had multiple needles that were clogging with this lot.